Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6) 2016 is the initial date of implant when the device was sheared by the reamer, causing the misalignment issue. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 because an x-ray revealed that the helical blade had not passed through the proximal hole of the nail during the initial implant surgery on (B)(6) 2016. Please see related complaint (B)(4) which addresses and reports the initial surgery. After removal of the reported hardware, the medical team confirmed that the anterior portion of the nail had been "shaved" with the reamer. This report is 1 of 1 for (B)(4).